Event description:
User reported that when validating the physics data, as required by the focus rtp system, they noted the relative density figures in the physics data table for selected materials were incorrect. The problem was created by cms loading incorrect numbers into the table. There is a work-around for customers. No pts were treated. This only affacts photon dose calculation done using the fft algorithm.